Manufacturer narrative:
The results of the investigation are inconclusive since the devices was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was not getting adequate therapy due to the ipg being inoperable. External devices were unable to connect to the ipg. As a result, the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.